Event description:
It was reported that there was a device under infusion. The event occurred during routine testing of a primary infusion using water. There was no patient involvement.

Manufacturer narrative:
Additional information provided: d.10 the customer¿s complaint of an under infusion could not be confirmed. ¿ review of the pcu error log showed no errors were recorded on the reported event date. ¿ review of the event log showed the device was not in use on the reported event date. Review of the event log showed, prior to the reported event date, the device was programmed on (B)(6) 2019. ¿ inspection of the device showed the device was received in poor condition with physical damage and the display board missing. ¿ testing could not be performed in the as-received condition; a known good display board was installed on the device prior to testing. ¿ testing showed the device was delivering fluids within specification. ¿ the event administration set was not returned for investigation. The root cause of the customer¿s complaint of an under infusion could not be identified. No device malfunction is believed to have occurred. Device history review: review of the source device (sn (B)(6) ) service history record showed the device had a manufacture date of 30may2006. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6)2020 and indicated that this device has been previously returned one (1) time for service unrelated to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Although the device was received with a sticker stating ¿bd bezel inspection (B)(6) 2019¿, there was no record of this inspection.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a device under infusion. The event occurred during routine testing of a primary infusion using water. There was no patient involvement.